Manufacturer narrative:
Analysis results were not available at this time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the va0uk9n tined lead revealed that lead cut /segmented 19.1cm from distal end.

Event description:
Additional information reported that "it stopped working" about a month before the revision (B)(6) 2016. The patient stated revision was performed and there was no system use issue during the revision. The patient had recovered completely. There was none symptom reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0uk9n, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
A healthcare provider reported via a manufacturer representative that the lead was explanted and replaced on the day of the report. The patient had a non-working implantable neurostimulator, return of symptoms, and was unable to turn up the stimulation on any program. This occurred after the patient had a car accident. The date of the car accident was unknown. When the impedance was checked, there were errors on all connections. When the lead was removed, it broke when it was tugged on gently. All of the old lead was retrieved and removed from the patient. A new lead was implanted with the original battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.